Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the low voltage distal conductor was obstructed with blood.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. Also, the rv and right atrial (ra) leads slack had pulled back and the device was lower in the chest area. The device, rv lead and ra lead were all explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.